Event description:
It was reported that pump displayed repeated cartridge change errors. There was no adverse impact to the customer¿s blood glucose level. Customer inspected cartridge and pump, removed loose o-ring and debris, cleaned pump area, and attempted to load a new cartridge with support, but error continued, so support arranged replacement pump, instructed customer to use multiple daily injections as backup.